Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged: on (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2014 - the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 months post implant of perfix plug, patient was diagnosed with nerve damage and pain thereby underwent repair with removal of mesh. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient's attorney has alleged: (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2014 - the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿hernia sac was separated from spermatic cord and inverted back into peritoneal cavity. A large perfix plug was then placed into the defect and secured. Then the patch was placed down and secured in place with sutures at the pubic tubercle.¿ (B)(6) 2014 - patient was diagnosed with pain, right inguinal neuropathy thereby underwent open repair with the removal of perfix plug (device #1) and implant of bard soft mesh (device #2). Per operative notes, ¿ the inguinal canal was opened up laterally and extended medially, having to dissect free the mesh and remove the sutures. The nerve was going into area of mesh was also dissected. A piece of bard soft mesh (device #2) was laid over the inguinal floor canal to reinforce the repair.¿ attorney alleges that the patient had mesh migration, nerve damage, pain, hernia recurrence, thickening of mesh and emotional injuries.